Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer reported an elevated blood glucose (bg) level of 261 (mg/dl). Manual injections were delivered to address bg levels. It was indicated that manual injections were available for diabetes management.